Manufacturer narrative:
The review of provided data confirmed the reported issue on (B)(6) 2024. The provided expert files show that the follow up of the implantable pacemaker s/n (B)(6) started on (B)(6) at 12:07 did not end normally, and that the battery was removed around 12:30. The programmer became stuck before the end of the session. The issue is linked to internal management of the programmer software (reply). This issue will be traced for future improvements. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, I received a call today from (B)(6). They use a smarttouch programming system with software version 3.16. There was a screen freeze issue. The problem was resolved by removing the battery.

Event description:
Reportedly, I received a call today from lkh graz west. They use a smarttouch programming system with software version 3.16. There was a screen freeze issue. The problem was resolved by removing the battery.